Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed at 12.2 cm from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed calcium deposits on the proximal shocking coil. The reported out of range high impedance measurements were likely partially a result of the calcification observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a sudden out of range jump in shock impedances greater than 200 ohms. They reprogrammed a coil to coil configuration had a normal looking egm and impedance, but then after some pocket manipulation the egm was flat. The device and rv lead were explanted and replaced, which required hospitalization. No additional adverse patient effects were reported.